Manufacturer narrative:
The field service engineer (fse) checked the probes, bead mixers, pressure sensor voltage, replaced pinch valve tubing, and performed a performance test. All checks and the performance test were acceptable. There were no issues with calibration or qc. The fse found the customer's air condition system was blowing directly on the e 411. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable elecsys cortisol ii results for 2 patients tested on a cobas e 411 immunoassay analyzer. The customer stated that cortisol results below 4 ug/dl on the e 411 were higher in a different laboratory. The instrument in the different laboratory was asked for but not provided. For patient 1 the initial cortisol result on the e 411 was 1.24 ug/dl. The repeat result in a different laboratory was 4.3 ug/dl. On (B)(6) 2019 for patient 2 the initial cortisol result on the e 411 was 1.67 ug/dl. The repeat result in a different laboratory was 3.7 ug/dl. No questionable results were reported outside of the laboratory and the repeat results were deemed to be correct. The cortisol ii reagent lot number was 376600000 with an expiration date of 31-dec-2019.